Event description:
Nsk america received a report from one of our distributors in canada that their customer had reported that patients were being shocked by two of their handpiece couplers. After several attempts nsk america has not been able to confirm the adverse event or any injury with the end user. A follow up report will be made once confirmation is made or further details become available. Both devices have been returned from the distributor in canada and forwarded to manufacturer for investigation. This is device report 2 of 2. Please reference report 2022-00044 for first reported device.